Event description:
As reported: "the surgeon reports what he believes to be a broken gamma 4 nail. The surgeon claims again that the nail broke at the junction of the lag screw. There has not to date been a re operation." Update: the patient claims they had little to no pain for 6 months then suddenly felt pain. The nail was explants and the surgeon implanted a total hip replacement.

Manufacturer narrative:
Please note the corrections to b5, d4 gtin, h6 health impact and h6 method codes. The reported event could be confirmed since the device was not returned for evaluation but with provided images and radiographs confirm the alleged event. A device inspection was not possible since the affected device was not returned but with the available pictures the breakage of the nail was confirmed but the actual device is required for breakage surface and root cause analysis. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. With the available radiograph, a medical opinion was sought with the limited information where the pre-op x-rays are missing and the second direction is missing, it is difficult to provide details on the stability of the construct because we cannot see the distal end and thus the way the nail was fixed there. Furthermore, pre- and post- op x-rays are missing in two directions and time stamps are also not available. Based on the time that passed and the provided x-ray, there is a non-union. There is hardly any callus formation, and the fracture line is still visible on the x-ray on the lateral and the medial side of the nail. This can be seen on the x-ray where the nail was still intact. The exact root cause cannot be defined as non-unions are in general multifactorial. The location and pattern of the fracture, biology, and the technical aspects of the surgical procedure have contributed to the event. Furthermore, patient activity levels post-op may also have contributed to an inadequate load distribution, and therefore the breakage of the implants. If more information is provided, the case will be reassessed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the surgeon reports what he believes to be a broken gamma 4 nail. The surgeon claims again that the nail broke at the junction of the lag screw. There has not to date been a re operation."